Event description:
It was reported that pulse generator exhibited inappropriate measured data. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.